Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hiatal hernia repair procedure, the white pad on the jaws of the device came off. The device had been used for around an hour on a very difficult dissection. After removing the device from the patient and cleaning the device on a number of occasions, the pad eventually came off the device. The device and pad were removed from the patient and a new device was opened. It functioned properly and the case was completed with no further issue. There were no adverse consequences for the patient.